Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: 5:33pm, 434 5:35pm, 179 5:45pm, 77 no adverse event was reported. A request was made for the return of the strips.